Event description:
It was reported that the patient was having discomfort at the ipg site. The patient was also feeling a painful sensation at the back when stimulation was on. The patient underwent a complete replacement procedure wherein a paddle lead was implanted. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last two weeks from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2158700 model: sc-2158-70 serial: (b(6). Batch: 288574/288583/288584 product family: scs-splitters upn: m365sc3354250 model: sc-3354-25 serial: (B)(6). Batch: 13626120